Manufacturer narrative:
This 3500a record is submitted to comply with an FDA 483 inspectional observation issued to arthrex inc on may 5, 2023. Arthrex has reassessed the reportability decisions made on historical complaint records using revised criterion. This 3500a document is a result of the reassessment. The most likely cause for the reported failure can be attributed to misuse/mishandling due to damage to the device.

Event description:
On 12/23/2022, it was reported by a sales representative via email that an ar-1588tn-1 tightrope abs and an ar-1588btb-ib tightrope ii btb mechanisms would not properly slide through the graft. Case was completed by cutting the tightropes and using an ar-4030c-10 fastthread biocomposite interference screw.